Event description:
Philips received a complaint on an intellivue x3 indicating that the speaker was defective. It is unknown at the time of this report, if the speaker was able to produce sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed that the device did have a speaker malfunction inoperative (inop) message, and the speaker was not producing sound. The fse determined that the speaker needed to be replaced; therefore, the fse replaced the speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).